Event description:
The pt was admitted for elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specs at the time of release. Pump settings and delivery history were reviewed with the pt's nurse and confirmed as accurate. The nurse also reported that the pt's infusion set has not been changed for five days. The pt has continued to use the pump with no reported subsequent events. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.